Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the deployment mechanism had been used until the breakage of a force transmitting component occurred when the stent was being partially released. The grip was found to be fully functional. The condition of the device indicates the presence of high release force during the fracture of the component. Increased friction is considered the reason for increased release force and subsequent fracture of the force transmitting component. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further product or procedural details to date.

Event description:
It was reported that during stenting of a pre-dilated right common femoral artery lesion, the vascular stent could not be deployed. The delivery system was removed without issue and another stent of the same brand was used to complete the procedure successfully. No patient injury was reported.